Event description:
During a remote follow-up, non-sustained right ventricular oversensing episodes (nsrvo) caused by myopotential over-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was then reprogrammed and the patient was stable with no consequence.